Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized for tamponade following a valvular aortic replacement with freestyle. A new surgery because of serious pericardial effusion, while the surgeon was using a classic suturing technique, the device broke at the junction of the aorta or valve at the upper right edge. Another product was used in order to complete the case.